Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of the instructions for user states, "¿patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Contraindications: previous abdominal surgical procedures; coagulopathies; persons with known medical problems that put them at risk during the procedure. Pre-placement recommendations: use of suture anchors is recommended to assist introduction of the temporary drainage catheter. Instruct the patient to flush the temporary drainage catheter twice daily using a 10-cc syringe and 10 ml of water. This catheter flushing procedure and a normal rectal enema regimen should be continued for one week before initiating antegrade cecostomy enemas." The patient guide instructs the patient to ¿always keep the short term catheter site clean and the catheter taped to the skin. The investigation concluded that there are adequate instructions available for correct placement and maintenance of the initial drainage catheter. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. There were no reported complications during the device placement procedure. It is possible the catheter was improperly secured to the patient, leading to abscess formation as the skin became irritated over two weeks as the catheter shifted. It is also possible that the access site was not properly cleaned and maintained over the use of the short term catheter. Routine maintenance of the device is addressed in the patient guide. It is also stated in the study that the physicians changed their technique by leaving ¿the subcutaneous tissue and skin loosely approximated after placement of the tube, to allow drainage of the wound.¿ while this does not indicate that there was a use error with the initial placement, it does show that the access and placement of the drainage catheter may have contributed to abscess formation although none of these factors could be confirmed. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [myers_short-term outcomes of chait trapdoor.pdf].

Manufacturer narrative:
Suspect medical device: product was stated to be an unspecified 10.2f dawson-mueller drainage catheter. PMA/510(k) #: necessary product information unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below description of patients developing abscesses was described in the following article: jeremy myers, eric hu, sean elliot, et al. "Short-term outcomes of chait trapdoor for antegrade continence enema in adults." Urology 83.6 (2014): 1423-1426. It was stated in the article that 10.2fr dawson mueller drainage catheters were used to access the colon in 15 patients with intractable neurogenic bowel. A chait trapdoor was then placed 1-2 months after the initial catheter placement to deliver antegrade continence enema (ace). In two patients, subcutaneous abscesses developed approximately 2 weeks after placement of the dawson mueller catheter. These patients required open drainage and are recorded under this medwatch report. One of those patients developed a colocutaneous fistula 1 month later that was managed with a negative-pressure wound dressing. It is unknown if this development is related to the abscess or to the catheter. It is stated the patient was planning on having the tube removed and undergoing colostomy creation. Five patients experienced chait dislodgement requiring replacement by interventional radiology. These patients are recorded under medwatch report #1820334-2018-03543. Other complications included two patients developing localized cellulitis around the chait site and two patients requiring the chait being moved to a new location. These complications were considered to be minor and there is no indication they are related to the device. No further additional procedures or complications for these patients were described in the literature article.